Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found one grip was bent, causing side to side misalignment of the grips. There was a .057 offset at the tips, indicating overloading. The electrical continuity test was performed and passed. Failure analysis concluded that the damage was likely due to mishandling. In addition, instrument pitch cable was found to be loose and frayed at the distal clevis hub. Both of the cable crimps remained in the clevis. There was no damage at the clevis. Failure analysis investigation also found the following unreported damages: upon removal of housing, a loose pitch cable was found that the clamping pulley. However, there was no loose clamping pulley screw found. The distal end of the main tube had a scratch mark exhibiting light material removal and a rough surface finish. The scratch was short in length and not axially aligned with the tube. There were indentations at the edge of the distal pulley and visible scratches on the surface of the pulley. Failure analysis concluded that the indentations were likely due to mishandling. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the frayed cable and the additional finding of the main tube material removal found during failure analysis could likely cause or contribute to an adverse event, if the malfunctions were to recur.

Event description:
It was reported that during a da vinci prostatectomy procedure, the maryland bipolar forceps instrument did not grasp successfully around the tissue - the grasper did not have full freedome of movement, slack and wire sticking out. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.